Event description:
The lead exhibited loss of capture and was found to be dislodged. The physician attempted to reposition it, but was unsuccessful. The left vein was occluded so the physician moved this system over to right side and replaced this lead with another.